Manufacturer narrative:
Additional information: the date of death occurred on an unknown date, reported as ¿10-15 days back. Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unknown date, reported as ¿15 days back¿, the patient was hospitalized for the peritonitis event. It was reported while the patient was hospitalized, the patient passed away. The cause of death was reported as due to ¿aseptic technique and improper diet intake¿. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis event prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route, frequency and duration were not reported) and ceftazidime injection (1 gram, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.